Event description:
During implant of the right ventricular (rv) lead, the rv lead was attempted to be connected to the device; however, the set screw would not tighten or anchor the lead. The ICD was replaced with no adverse consequences to the patient.

Manufacturer narrative:
Interrogation of the device revealed the device was above the elective replacement indicator when received. Pacing, sensing, impedance, high voltage (hv) output, and the patient notifier were tested and no anomaly was detected. A visual inspection was performed and the right ventricular (rv) septum was missing. The torque wrench was unable to engage the set screw. Visual analysis showed septum material inside of the set screw. Once this material was removed, the torque wrench and set screw functioned normally. The reported event of a set screw anomaly was due to septum material in the set screw.